Event description:
On (B)(6) 2023 a contact for this patient called fresenius technical support for assistance in canceling the patient¿s peritoneal dialysis (pd) treatment utilizing the liberty select cycler. The patient needed to go to the emergency room (ER). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was in treatment on (B)(6) 2023 when he experienced abdominal pain requiring him to go to the ER. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The preliminary pd effluent culture has shown no growth after four days. The patient was discharged from the hospital on (B)(6) 2023. The patient was scheduled for a pd clinic visit on (B)(6) 2023. The cause of the peritonitis is unknown. There was no additional information related to the peritonitis event.